Event description:
A user facility reported to olympus that there was no image when using olympus, exera 2 endoscopes with the olympus, model cv-190, evis exera iii video system center. The intended procedure was completed using another similar device. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was not returned to olympus. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The cause is unknown because the equipment has not been returned and the reproducibility of the phenomenon and the location of the failure have not been identified. However, it was confirmed that the design of the dr board was changed on april 16, 2018 for the phenomenon that the endoscopic image does not appear in combination with the 180 series scope. It is unknown whether this complaint was caused by a similar cause. Olympus will continue to monitor field performance for this device.